Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that the patient began having issues with a red light on their remote in march despite attempts to troubleshoot. In (B)(6), it was confirmed that they had open impedances that caused the red light on the remote. The patient reported that they were scheduled for a revision on (B)(6) 2025. The device was removed and replaced. There were no patient complications.